Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the reported event is inferred to have occurred through the following mechanism: 1) over years of use, the following handling repeatedly applied excessive loads, such as bending and tensile forces, to the welded portion at the distal end of the coil sheath. ·the device was inserted into the endoscope at an angle against the biopsy valve. ·the device was withdrawn from the endoscope at an angle against the biopsy valve. ·the device was forcibly inserted when insertion was difficult, such as when the endoscope was at a steep angle. ·during reprocessing, the insertion portion was tightly coiled and strongly rubbed. 2) due to repeated loads during use beyond the service life, the strength of the coil sheath weld had deteriorated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy, the tip end coil sheath portion of the rotatable clip fixing device ruptured, and a portion of the coil fell off and entered the patient¿s colon. It was successfully retrieved using grasping forceps. The procedure was completed with a backup device. There were no reports of patient harm.